Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had problems with their device and it was replaced; it was noted that it was removed due to an infection about 1.5-3 months after implant. No further complications were reported/anticipated.